Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out of range shock impedance of 180 ohms. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising the shock impedance has been rising gradually for about 6 months. Ts provided recommendations for lead integrity testing, manipulation, isometrics and x-ray imaging. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.